Manufacturer narrative:
Review of device history records indicate the product met all quality inspections and was released within specifications. Potential nail breakage had been considered in the risk management file. The surgical technique guide and product insert state that this type of event can occur. As the subject device was not returned for evaluation the root cause of the broken nail is undetermined.

Event description:
On (B)(6) 2016 it was reported that there was a broken nail that had been removed the previous week. It was also reported that there were multiple implants present at the time of the removal and that the cause of the nail breakage was unknown.